Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si robotic hysterectomy procedure for uterine enlargement and fibroid tumors on (B)(6) 2012. Intuitive surgical was provided with the operative report additional information provided includes hospital operative reports and medical notes. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012, the patient presented with abdominal pain, nausea, left flank pain. Admission for observation. CT scan result was normal. On (B)(6) 2012, the patient visited the ER for similar complaints. CT scan was repeated and showed pelvic fluid, and dilated ureter. Suspect left ureteral transection and urinoma. Cystoscopy with left retrograde pyelogram showed a damaged transected left ureter as well as an open bladder laceration. On (B)(6) 2012, the patient went for ureteral re-implantation and bladder repair. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the injuries sustained by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient sustained an injury to her left ureter and bladder during a da vinci si hysterectomy procedure.